Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis. The customer stated that she was at school and her blood glucose started rising, she felt very hot, stomach was burning and she started throwing up. Blood glucose at the time of the admission was over 500 mg/dl. The customer stated she did not have any issues with the insulin pump and was able to keep stable after being released. She would monitor the insulin pump.